Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received indicating that the vns patient experienced an increase in seizures while she was hospitalized in (B)(6) 2014. The reason for hospitalization is unknown. It was noted that the patient had undergone a urethral procedure. An end of service condition was observed during an office visit on (B)(6) 2014. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Attempts for additional relevant information have been unsuccessful to date.